Event description:
It was reported that patient underwent right primary knee arthroplasty on an unknown date. Revision procedure was performed on unknown date due to posterior cruciate ligament loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Manufacture date - unknown. This is 2 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00249.